Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi received the e-100 generator for evaluation. The reported failure could not be replicated. The e-100 was installed onto the test system, and it worked fine with vessel seal instrument installed. The fa used a vessel seal extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations and cut/seal about 100 times and the e-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the e-100 generator led indicator turned red. The customer stated they had power cycled the unit prior to calling in the reported issue but the issue persisted. The customer stated there were no faults or system messages when the issue occurred. The technical support engineer (tse) reviewed the logs but found no related issue. The tse walked the customer through a hard power cycle on the e-100 generator, but the issue remained. The tse recommended trying a secondary vessel sealer (vs) instrument or using the erbe as an alternative method. The customer opted to use the erbe to continue with the case. The procedure was completing as planned with no reported injury.